Manufacturer narrative:
Section b2 - the selection for life-threatening has been removed, as there are no adverse events or outcomes associated with it.

Event description:
It was reported by the customer that the pyxis medstation system drawer 6 had failed. The customer had tried to recover the drawer by rebooting the device twice, but the issue persists. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer had malfunctioned. A field service engineer attempted to rectify the issue by replacing the full height latch, latch sensor, position sensor, drawer retractor, drawer controller board and the pyxis module controller board; however, this did not resolve the problem. Consequently, the engineer adjusted the cabinet rails and secured all bus cable connections and the issue had been resolved now. The system functioned as intended after the field service engineer troubleshooted the device.